Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses, third body wear, patient-related conditions, instability, or any combination of these possibilities. The reported wear of the tibial insert and the patella was able to be confirmed from the provided photos, but the likely cause could not be determined as the devices were not returned for evaluation and radiographs were not provided. D10: ps cem. Femoral size 3, left - 234-02-03 - (B)(6). Cem trap tib tray - 204-04-33 - (B)(6).

Event description:
As reported, approximately 10 years and 4 months post the initial left tka, the patient was revised due to poly issue. The 9mm size 3 liner and 29mm patella were removed and a 9mm size 3 liner and 26mm patella was implanted. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.